Event description:
The customer reported v3 failed on a 12 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported v3 failed on a 12 lead ECG. There was no reported adverse pt impact. The philips field service engineer evaluated the device and ECG cables and found the trunk cable failed. The customer will replace the trunk cable to resolve the issue. The device passed all performance assurance testing and was returned to use. This is a malfunction of the trunk cable where v3 failed on a 12 lead ECG.